Manufacturer narrative:
Siemens healthineers has identified an issue with the rapidpoint 500e system software version 5.3. This issue affects how the sample source is identified at the lis when using the capillary mode. Specifically, with this software version, samples run in the capillary mode are incorrectly labeled as arterial when displayed on the lis, leading to the potential for results to be flagged according to an established arterial range. Capillary sample results are correctly identified as capillary on both the rapidpoint 500e system display and the instrument printouts. In summary, ¿ the issue only affects the new software version 5.3; ¿ only capillary sample mode is impacted; ¿ the capillary sample type will incorrectly appear as arterial at the lis. Depending on the lis configuration, arterial reference ranges may be applied to a capillary sample; ¿ capillary sample type and the reference ranges on system display and instrument printout are correct. There has been a hold to any upgrade to sw v5.3 on the rp500e systems. Skb0139763 has been released 04/12/2024 for awareness around this issue and a field action letter was released on 05/17/2024: poc 24-015.a.ous_ufsn and poc 24-015.a.us _umdc. Crr# 3002637618-05-17-2024-002-c.

Manufacturer narrative:
Siemens has reviewed the instrument files provided by the customer and was able to observe the customer complaint. The software update includes the ability to support custom sample options on the device, including arterial capillary and venous capillary. However, when this information is transferred to the lis, only "venous" is displayed for venous capillary samples and "arterial" for arterial capillary samples. A cross-functional team has been assembled to determine next steps.

Event description:
The customer reported that after updating their rp500e instrument to the latest software, v5.3, capillary samples are transmitted as arterial samples. The customer claims that he is measuring "capillary", but the device is sending "arterial" and the logs confirm the customer' statement. There is no report of injury due to this event.